Manufacturer narrative:
Initial reporter -address: full name of the establishment is (B)(6). The subject device was received and evaluated . Device evaluation found pinhole on a-rubber (bending section) , deformation of the up/down knob and switch 1 (sw1) were noted. Due to pinhole, deformation and scratch , watertightness noted lost (leakages observed). Air leak inspection failed. The reported issue of "air/water leakages " was reproduced and was confirmed. Furthermore, device evaluation found clogging nozzle. The device nozzle found with foreign object . Due to clogging, water removal ability does not meet the standard value. This condition was noted to be attributed to insufficient cleaning (handling problems). Additionally, the following defects were identified during device inspection: the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Cut observed on image guide protector. Scratch found on device other body parts , this includes forceps elevator (fe) knob , grip , up/down knob , switch box, control unit, corrosion noted on scope connector and up/down knob. Air/water cylinder paint noted peeled. Discoloration on control unit noted. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of air/water leakages found during an unknown event. No harm was reported. No patient harm, no user injury reported due to the event. Device evaluation found the device nozzle has foreign object. This report is being submitted for device nozzle has foreign object (insufficient cleaning (handling problems).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign mater in the nozzle occurred due to insufficient or incorrect reprocessing. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.